Manufacturer narrative:
Additional information: h6, h11. H11: a service history review revealed the device has been serviced within the last 12 months. Evaluation serviced the device for a similar complaint. Evaluation observed the assignable cause to be evaluation could not reproduce the symptom and no cause was found. All required service actions were completed in the last service cycle. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue of failed preventive maintenance flow rate testing. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.